Manufacturer narrative:
Product complaint # (B)(4). The device history records reviewed for lot ml4al, and no issue found. Actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke during suturing. Another like suture was used to complete the procedure. There were no patient consequences reported.